Event description:
It was reported by the affiliate that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the instrument misfired and the clips did not come out regularly; they were not in the applier jaws, and were stuck at the tip of the applier. The procedure was completed with another instrument and there was an extended or time of 60 minutes. This product is being returned under airway bill.